Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station has no power and was on a black screen. A field service engineer (fse) restored power after disconnecting auxiliary drawers, identified a short in the main auxiliary cable, replaced worn auxiliary and remote manager interface cables, and inspected and cleaned all drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was no power to the device, and it was offline on rss. The station had a black screen. It was switched off, allowed to rest for 10 minutes, and then switched back on, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.